Event description:
Pt contacted dexcom technical support on (B)(6) 2012 to report that he had suffered a hypoglycemic event and ended up in the ER. Pt claims that his cgm was reading inaccurately, stating cgm/bg values of 125/42 mg/dl. Pt would not offer more info and many attempts to reach pt in order to collect more info remain unsuccessful. At the time of his call to dexcom technical support, pt reports that he was at home and doing better.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.